Event description:
The manufacturer received information alleging a check circuit alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. During the evaluation, the overhead blower filter was found to be clogged. The overhead blower filter needs to be replaced to address the issue.